Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k):k090140. (B)(4). Summary of investigational findings: based on the description it is evaluated that the root cause for the damaged filter is excessive force applied when the introducer was advanced. However, under normal conditions the sheath is strong enough to accomplish the procedure, but the introducer sheath may bend if excessive force is used to advance the introducer sheath through tortuous anatomy. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the dilator was inserted from the right jugular vein and dilation was performed. The sheath was inserted next with following the usual procedure, and the filter introducer was inserted into the sheath. Though resistance was encountered during advancement of the introducer, the physician continued to push it. However because the introducer stopped advancing, it was removed from the sheath. When the physician checked the removed filter introducer, he noticed that the filter was damaged. Another manufacturer's filter device (optease/ cordis) was used instead, and the procedure was completed with no problem. Patient outcome: the patient had a favorable outcome.